Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a persistent alert 32 indicating a delivery motor communication error, and the sleep/wake button was unresponsive; the user could not perform a dry run for a supply change, and a replacement device was arranged, with backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed signal loss associated with a failure to infuse traced to the device¿s circuit board. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.